Manufacturer narrative:
Qn#(B)(4) the sample was returned for evaluation. A visual exam was performed and there were no major defects observed. Functional testing was performed and the unit was connected to 120vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed warning leds when the diagnostic probes were connected, confirming there is a defect within the unit. The unit was opened, and the power supply board was replaced with a known good lab inventory board , resulting in no change. The unit was then re-opened, and upon further inspection, it was found that the temperature probe port harness was not fully seated into the back of the user interface panel. The temperature probe port harness was reconnected and the unit was able to properly display all diagnostic probe temperatures and alarm in the correct scenario. The unit was then prepared for a full functional bench test in attempt to replicate the reported defect. A water reservoir bottle, an adult breathing circuit (880-36kit) , a 382-10 conchasmart column, and dual temperature probes were connected to the unit. Air flow was supplied to the unit for a real time operational scenario. The unit successfully navigated all pre-operational self-tests again and was functioning in real time. The settings were set to full rainout, invasive, at 37 degrees c. The unit functioned without any interruption and was able to heat up to the set temperature of 37 degrees c. The root cause for this defect cannot be determined as it is unknown when exactly the temperature probe harness could have become loose.

Event description:
It was reported that the unit "is not heating". Unknown when issue was first observed at time of report. Unknown patient condition at time of report.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that the unit "is not heating". Unknown when issue was first observed at time of report. Unknown patient condition at time of report.